Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following initial deployment, the valve was recaptured. Subsequently, the valve was deployed a second time to a depth of 3 mm when an infold was visualized. The valve was recaptured again and withdrawn from the patient. A new valve was implanted in the patient. No adverse patient effects were reported. Additional information was received that during the valve deployment attempt, rapid ventricular pacing was performed. The infold was observed and transesophageal echocardiogram showed the valve not sitting well, therefore, it was recaptured and withdrawn.

Manufacturer narrative:
Updated data: a4. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012072320); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following initial deployment, the valve was recaptured. Subsequently, the valve was deployed a second time to a depth of 3 mm when an infold was visualized. The valve was recaptured again and withdrawn from the patient. A new valve was implanted in the patient. No adverse patient effects were reported.